Event description:
Procedure type: colostomy. According to the reporter: the physician was not able to fire the stapler. Did not have another stapler to continue the surgery. The surgery was delayed (delay hours) due to this issue. No pt injury was reported. No additional information available at this time.

Manufacturer narrative:
(B)(4).